Event description:
This pi is for 'revision number one'. As reported in mw5114557: total knee replacement, stryker, triathlon robotic, 2020. Revision surgery, number one. 2021. Revision surgery, number two 2022. After the third surgery it was still popping, clicking, clunking and hurting so I sought out for second opinion from dr...where he determined it was loose and had to be completely replaced with a cemented knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.